Event description:
It was alleged that a coaguchek inrange meter (serial number unknown) displayed a result for a test strip that was not dosed with a patient's sample. The patient did not apply sample to the test strip, but the meter displayed a result in the "2.0s", like a 2.4 inr or a 2.7 inr. The specific value was not known. The display appeared to be complete according to the customer.

Manufacturer narrative:
The customer's meter has been requested for investigation. The occupation is patient/consumer.

Manufacturer narrative:
The meter has not been returned for investigation, so no further investigation is possible. The investigation could not identify a product problem. The cause of the event could not be determined.